Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00937 and 1225714-2014-00938.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00937 and 1225714-2014-00938.

Event description:
Additional information received alleged that the patient experienced dehydration, probable electrolyte imbalance and expired approximately two days later. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.